Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: an old power switch was broken. A root cause could not be identified. Based on the investigation results, the most probable cause of the malfunction was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a power switch that would not stay on. The event occurred during set up / inspection for use. There were no reports of patient involvement.